Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the stent graft migration, leading to the proximal type I endoleak and aaa expansion, could not be determined from the limited films provided. The anatomy at implant is unknown, and films from earlier follow-ups were not available for review and comparison. Two recent CT images post-implant (1 coronal and 1 sagittal slice) confirmed that the stent graft had migrated into the top of the sac, and there was a proximal type I endoleak. The sections of the device which were in view were all patent, and no other obvious stent graft issues were observed no scale was seen on the films; therefore, no measurements could be taken. Of note, the infrarenal neck appeared moderately angulated to ~60 deg in both the coronal and sagittal planes. It is possible that the migration was due to disease progression caused by neck dilatation. It is also possible that neck angulation may have also contributed to the events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 26 mm in diameter at the renal arteries and 2 cm in length. It was reported that a recent CT revealed that the aneurysm measured 11 cm in diameter, that the talent stent graft has migrated distally, and that there was a proximal type I endoleak. The physician elected to implant an aortic cuff and the event was resolved. The physician stated that the cause of the event was related to the patient¿s anatomy of aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.